Event description:
It was reported that during a lap sigma procedure, the device did cut but not staple. Took new instrument. No further info is available, pt is well. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/25/2007. Info is unavailable; device was not returned for eval.